Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter, suffered a cardiac tamponade which required a pericardiocentesis . The patient¿s medical history is unknown. During the procedure, a cardiac tamponade was noticed as the patient's blood pressure dropped. The cardiac tamponade was confirmed by a transthoracic echocardiogram. A pericardiocentesis was performed and approximately 500 ml of fluid was removed. The patient was reported to be in stable condition at the time the complaint was reported and in route to the ICU. The event occurred during the ablation phase. A transseptal puncture was performed. Patient is obese. Settings during the event include: irrigation flow setting 17ml/min. There were no error messages observed on the biosense webster equipment during the procedure. The medtronic cryo sheath was used. The patient was fully anticoagulated in the procedure. The patient did require extended hospitalization. The physician¿s opinion regarding the cause of this adverse event is that it was related to the patients¿ size and thin atrium.

Manufacturer narrative:
(B)(4) it was reported that a female patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter, suffered a cardiac tamponade which required a pericardiocentesis . The patient¿s medical history is unknown. During the procedure, a cardiac tamponade was noticed as the patient's blood pressure dropped. The cardiac tamponade was confirmed by a transthoracic echocardiogram. A pericardiocentesis was performed and approximately 500 ml of fluid was removed. The patient was reported to be in stable condition at the time the complaint was reported and in route to the ICU. The event occurred during the ablation phase. A transseptal puncture was performed. Patient is obese. Settings during the event include: irrigation flow setting 17ml/min. There were no error messages observed on the biosense webster equipment during the procedure. The medtronic cryo sheath was used. The patient was fully anticoagulated in the procedure. The patient did require extended hospitalization. The physician¿s opinion regarding the cause of this adverse event is that it was related to the patients¿ size and thin atrium. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 and the catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, model #: m-4800-01, serial #:(B)(4). Stockert 70 system, model #: m-5463-01, serial #:(B)(4). Cool flow pump, model #: m-5491-02 (B)(4).